Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a rectosigmoidectomy procedure, the stapler fired but did not cut. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device was discarded.